Event description:
The pt reported experiencing low blood glucose of 29 mg/dl for one week in 2009. The pt change her basal rates per her physician. At approx 2 weeks later, the pt's blood glucose ranged from 95-397 mg/dl despite bolusing and walking for 1.5 hours. In the next day, the pt's blood glucose ranged from 100-397 mg/dl despite bolusing through the infusion device and via syringe. At 2 pm, the pt switched to the backup infusion device at 2:15 pm, her blood glucose measured 82 mg/dl. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.